Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for high blood glucose and ketones. The blood glucose reading was 322 mg/dl. It was stated that the customer was also suffering from flu like symptoms which the mother felt could have contributed to the high blood glucose levels. Troubleshooting was performed and the insulin pump was programmed correctly. In addition, it was stated that the insulin pump had given several no delivery alarms. Nothing further was reported.